Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6)-year-old male patient during transport, the device failed to cardiovert the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical file confirms that the amplitude of the qrs on the pads lead view was below the minimum 150 microvolt threshold and lead iii was over 200 microvolts. It was concluded the qrs amplitude on the pads lead view was below the minimum level to identify a qrs complex. Had the end user selected lead iii while the device was in the charged state, the device would have been able to synchronize the discharge to the patient qrs waveform as recommended in the operators guide. Analysis of reports of this type has not identified an increase in trend.